Manufacturer narrative:
No relevant manufacturing issues were found upon device history review. Tip fracture was confirmed visually. The age of the device was found to be 13 years old. The probable root cause of the device is normal wear and tear of instruments.

Event description:
It was reported that; surgeon was using the in situ benders to manipulate the rod in patient and the tip broke off. No harm was done to the patient and everything was recovered. When getting the instrument back after the washers the tip had gone missing. Was lost in washer.

Event description:
It was reported that; surgeon was using the in situ benders to manipulate the rod in patient and the tip broke off. No harm was done to the patient and everything was recovered. When getting the instrument back after the washers the tip had gone missing. Was lost in washer.